Event description:
The reporter stated a 3-piece silicone lens model aq2010v tore prior to insertion. The lens was not implanted and there was no patient contact or injury. The reporter believes the lens was damaged by the cartridge. An msi-pm injector, lot number unknown, and the aq cartridge fp, lot number 1195180, were used.